Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 18feb2021.

Event description:
The customer reported the touchscreen is not responsive on the bottom. There was no patient involvement.

Manufacturer narrative:
The customer reported the touchscreen is not responsive on the bottom. There was no patient involvement. The product support engineer (pse) evaluated the unit and confirmed the reported problem. The bench repair technician replaced the touchscreen to resolve the reported problem. The ventilator passed all testing and operated within the manufacturing specifications. The removed components were requested to be returned for further evaluation. An evaluation will be performed if the removed component is received, and an additional report will be submitted.